Event description:
It was reported that the customer's tandem insulin pump was experiencing a malfunction with code 12-0x2071. There was no reported impact to the customer¿s blood glucose level. The customer attempted to contact support but faced difficulty as calls were disconnecting, thus seeking help for the issue.